Event description:
IV tubing made by the abbott company found to be defective and non-functional on numerous occasions, causing venous occulsion. No injury or harm to a specific patient. Problem could not be duplicated with batch from a different lot number.